Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient underwent the first stage of a two stage revision due to a mssa infection on an unknown date. During stage I, the patient was implanted with an unknown cement spacer which was revised during stage 2 to a rotating hinge construct. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502607002 - femur cemented cruciate retaining (cr) standard right size 11 - 64749873. 42532007902 - tibia cemented 5 degree stemmed right size g - 64987909. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.